Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 27-jun-2007, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient previously receiving hydromorphone (15 mg/ml at 7.802 mg/day) and bupivacaine (10 mg/ml at 5.202 mg/day) via an implanted pump. On (B)(6) 2019 the hydromorphone dose was reduced to 3.891 mg/day and the bupivacaine dose was reduced to 2.594 mg/day. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the physician had a patient that was having a loss of therapy from her pain pump. The medication in her pump was a high concentration of hydromorphone from another practitioner. The physician did an MRI and discovered a granuloma. The physician reduced her dosage by 50% on (B)(6) 2019 and as of (B)(6) 2019 she had not had any withdrawals. The residual in the pump had not been assessed yet. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the plan was to do surgery and either pull the catheter back or remove it and put a new one in. If the surgeon was unable to perform surgery in a timely fashion the reporting physician would put saline in the pump. The issue was not resolved at the time of this report and it was noted that the hcp had no further information to provide regarding the event. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-apr-2019 at which time it was reported that the patient was taken to surgery after she had been given medical clearance to proceed. During the time between when the granuloma was identified and the medical clearance, the medication in her pump had been replaced with pf nacl (preservative free normal saline). During the procedure, the spinal segment was completely removed and then at that point, the surgeon decided to replace the whole catheter, so the pump segment was removed as well. The surgeon placed a new catheter without difficulty. The patient¿s pump was then filled with the medication ordered by her hcp (healthcare professional) and started at the lowest dose possible on a simple continuous setting. No further complications were reported/anticipated.